Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue occurred during non-emergency coronary procedure. Procedure was completed as planned. The philips remote service engineer (rse) analysed the system remotely and checked the video wall connection box and confirmed that the issue occurred due to non-philips product. The customer already resolved the issue before the onsite visit and the system was returned to use in good working order.at the time this complaint was received, philips did not have enough information to exclude a product malfunction with the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. The issue was not caused by philips product and issue was resolved by customer. Based on the investigation results, philips concluded that the complaint is not reportable.

Event description:
It was reported to philips that the system cannot produce cine run. No harm was reported to philips.